Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not specify a lot specific issue. Based on the information reviewed and without the device to analyze, a definitive cause for the difficult or delayed activation (clip deployment) and single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation was a result of the reported slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report delayed activation, single leaflet device attachment (slda) and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted, and the leaflets were successfully grasped; therefore, the deployment sequence was started. The actuator knob was rotated eight times in the counter clockwise direction and was gently pulled back. However, the clip did not detach from the delivery catheter. The actuator knob was turned three more times in a counter clockwise direction, but the clip still did not detach. The physician then rotated the clip delivery system (cds) 20 degrees in a clockwise position and the clip finally detached from the delivery catheter. An additional clip was implanted, reducing mr to a grade of 1. On (B)(6) 2020, echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. No additional information was provided. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.